Manufacturer narrative:
The philips remote service engineer (rse) remoted into the customer network and found several switches displayed offline. All seem centered around a1 distribution switches. The rse called the network engineer (ne) who advised rebooting distribution b switch. The rse advised the biomed go to the a1 data closet and reboot the distribution b switch. Biomed states there is a field service engineer (fse) onsite. Surveillances and switches are now connecting. The rse logged into phy1 and reviewed the switches. Several switchports were err-disabled and reenabled, presumably by fse. The cause of the reported problem was several switchports were err-disabled. The reported problem was confirmed. Following re-enabling of the switch ports, the device is functioning as expected and remains in use.

Event description:
It was reported that multiple patient information center ix (pic ix) devices are not connecting to the primary servers. Twenty-two hosts were impacted. The device was in use at the time of the event. There was no adverse event reported.